Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
Note: this report pertains to the second of two speedband superview super 7 used during the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used during a banding procedure performed on (B)(6) 2024. During the procedure, the bands could not be deployed as they were stuck together when attempted to be deployed. Another device was used which couldn't be deployed as well. The procedure was cancelled. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event.